Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported powering off which was reproduced. A review of the event history log identified shut door- power off messages. The reported condition was verified. The cause was determined to be door hooks out of adjustment which were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which had a "powering off: close door "message and would not clear was found at the emergency room. The process step was unknown. There was no patient involvement. No additional information is available.